Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and verified the reported malfunction. The fse replaced the exhalation valve flow sensor. The device then passed all testing. The sensor was then returned for investigation. A visual inspection revealed a white substance on the supports and small dark particles on components of the sensor. This contamination insulated and damaged the sensor. The preventative maintenance was not completed for this sensor and the resulting contamination caused the sensor to malfunction.

Event description:
It was reported that during patient use, a ventilator was displaying low exhaled tidal volumes. The patient was removed from the ventilator and placed on an alternated device. There was no report of patient harm as a result of this event.